Manufacturer narrative:
Root cause: according to the surgeon, the likely root cause of the reported lens damage is attributed to the lens being loaded incorrectly in the injector.

Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the viscoject 1.8 injector system. During insertion, the surgeon observed that the lens was damaged. Intervention was performed in order to enlarge the original incision, remove and replace the lens and suture the wound. A second (B)(4) lens was implanted successfully and the pt's prognosis is good. Reference MDR 1119279-2010-00082.